Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) reading 'high' on the pump, with moderate ketones and symptoms of dehydration. Patient required no unusual treatment. The pump was not available for review. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause of /contributor to the bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.